Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of hi with cognitive impairment, extreme drowsiness and slurred speech. The patient contacted their healthcare professional (hcp) and was given course of treatment via phone advice. This report is being made due to the bg excursion the patient experienced due to a history settings issue.